Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported there was an explant surgery of an adolescent lateral entry femoral nail due to persistent prominence and tenderness from the hardware was performed on (B)(6) 2013. The patient was originally treated for a midshaft femur fracture. The patient presented with pain during a routine office visit, on an unknown date and the surgeon decided to explant the device. The patient was not re-implanted because the bone had healed. Part numbers are unknown for the screws of the construct. This is report 3 of 3 for complaint (B)(4).